Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have a loose grip cable at the distal end. The instrument has a broken grip cable at the distal end. As a result, the grip cable became loose. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was also found to have damaged conductor wire insulation at the distal end. The wires were exposed and continuous. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of fenestrated bipolar forceps got snapped. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with an energy instrument during the procedure. There was no arcing observed during the procedure. There was no fragment fall. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.